Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with lioresal intrathecal (concentration, dose, lot number unknown). The indication for use was intractable spasticity and head/brain injury. The patient presented to the hospital with an empty pump reservoir. It was uncertain of the exact date of when the pump became empty, but it was estimated that it was empty for "2 weeks." No pump alarms were audible. The patient was admitted to the hospital on (B)(6) 2016 due to pneumonia, a urinary tract infection (uti), and sepsis. The onset of the uti, sepsis and pneumonia was unknown. The patient was not in the hospital for anything related to the device or therapy. The patient went on an antibiotic, and all of the issues have since cleared up. The patient was still in the intensive care unit as (B)(6) 2016, but it was planned for the patient to go home in 1-2 days. The patient had been due for a pump refill on (B)(6) 2016. At the time of the event, the patient was also being treated with baclofen (peg tube administration), and the patient's mother had a "pump reader." However, the patient's mother didn't know anything about it. It was noted that there were issues when the patient was hospitalized before, and insurances had to be changed. It was unknown why the patient was previously hospitalized. The patient had "so many other comorbidities." Additional information was received that the patient was discharged from the medical center in (B)(6) on (B)(6) 2010. The patient was discharged back to a medical center in (B)(6). It was unknown what actions/interventions were taken to resolve the empty pump. It was unknown what caused the missed refill and why the audible alarm was not heard.

Event description:
Additional information was received from a healthcare provider (hcp). The pump started alarming (B)(6) 2016. The patient's pump was implanted a few months ago and the patient never had a managing physician to fill the pump. It was noted the patient goes into the hospital to get the pump refilled. There were no symptoms reported. The reporter was seeking a physician to fill the patient's pump. A physician's listing was provided. It was also noted the patient was recently in the hospital and returned home the (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.